Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic was not able to re-insert the electrode for this user. After several attempts it was decided to insert a different device. Reportedly the surgery was not prolonged.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. Based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode out of cochlea. Further the recipient experienced pain most likely due to electrical stimulation in the middle ear caused by the extra-cochlear channels. A re-insertion of the electrode was not successful and the recipient was re-implanted with a shorter electrode type. This is a final report.

Event description:
Reportedly, the active array migrated out of the cochlea. Additionally the user reported pain. The user underwent surgery on (B)(6) 2021 to attempt to re-insert the electrode, but this was not possible. It was not noted how many channels were extra-cochlea. After several attempts it was decided to implant a new device with a shorter electrode array. The user was re-implanted with a shorter electrode array.